Manufacturer narrative:
Constant pump error 4 after battery installation and confirmed the pump history download confirmed the alarmed pump error 4 (line number 1479 file number 26) on 07/07/2024 14:17:00.000 due to moisture damage to the pcb1 board and pcb2 board as per global logic analysis. No vibrating noted. Unable to verify battery power loss due to pump error 4 alarm. Unit successfully downloaded to thump. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to pump error 4. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay, and missing display window cover, the p-cap/reservoir does lock properly. Confirmed pump error 4 after battery installation due to moisture damage to the pcb1 board and pcb2 board. No vibrating noted during analysis. Was unable to verify battery power loss due to pump error 4 alarm. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, audio/vibrate anomaly/absence of alarm, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported that pump was exposed to moisture. Pump was not working- buzzing red light. Customer took the battery out and it was wet, pump wont turn on. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.